Event description:
It was reported taht the percutaneous thrombolytic device was being used on a graft with a very tightly stenosed venous anastomosis. One wire of the basket separated, and as a result the device could not be easily removed. The pt was placed under general anesthesia and the percutaneous thrombolytic device was removed with same force. There were no add'l pt complications.

Manufacturer narrative:
MFR control no. Dc980551. The sample has been returned to arrow. Examination of the returned sample confirmed that the basket wire had fractured at its midpoint. It is likely that this occurred when the tip of the device was trapped by something in the graft, causing the basket to fold over on itself. This sharp folding caused the basket wire to fail. In order to avoid this type of failure, the device should not be activated in the venous outflow stenosis.